Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner is buckled 3mm from the bi-component weld. There is a puncture hole in the outer shaft 2mm from the bi-component weld and there is a puncture hole in the inner shaft 7mm from the bi-component weld. The damage seen is consistent with the damage that is seen caused by use of a guidewire. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x41.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft hole/perforation.